Event description:
It was reported that during a surgical procedure performed on the pt¿s hand, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. There was no pt or user injury reported and no other adverse consequences alleged with this event.

Manufacturer narrative:
Corrosion was discovered within the motor and rotor assemblies.